Event description:
During service by baxter, the infusion pump was found to contain a defective air-in-line printed circuit board that was out-of specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 17 2007. The facility initially reported a constant air detection alarm. It was unknown when the event occurred.evaluation summary: during evaluation the air-in-line printed circuit board was determined to be defective when it could not be calibrated after being found out-of-specification. The air-in-line printed circuit board was not confirmed during initial evaluation but occurred during final testing of the device and ws attributed to the defective air-in-line printed circuit board. The device was returned to the customer fully opertional.